Manufacturer narrative:
Two used samples were received for evaluation. Visual inspection was performed; the cannulas were observed to be bent from the original position. The root cause was unable to be established. A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the person with diabetes (pwd) reattached the pump and received a "line blocked" error. The pwd attempted troubleshooting and was initially able to resolve the issue, but another error occurred shortly after. As a result, they performed a full site and infusion set change. During this period, they attempted a rage bolus, but it did not effectively lower their glucose levels. When the ¿line blocked¿ error reappeared, they observed that the cannula was bent. The pwd stated that their glucose level was 300 mg/dl before reattaching the pump, which later increased to 356 mg/dl. After replacing all components, they were able to administer insulin successfully and bring their glucose levels down. The event occurred while in use with a patient. There was no patient injury. The issue was resolved.